Event description:
The hcp reported patient the pump was replaced due to normal battery depletion. The catheter could not be cleared and a dye study was performed. The catheter was replaced and the patient recovered without sequelae.